Event description:
It was reported that a patient's spike connector cover and their transfer set separated during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was completed to investigate the reported connection issue. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. Upon conclusion of the investigation, the device was determined to meet product specifications. The reported issue could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.